Event description:
Rn entered patient room and noted air in small increments in IV tubing, although pump was not alarming. She replaced the pump and all tubing. The patient did not appear to be harmed.